Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Review of the flashback memory report indicated that prior onset of ventricular fibrillation (vf) appeared to be fixed and deteriorating; thus, right ventricular (rv) lead undersensing caused the patient implantable cardioverter defibrillator (ICD) to delay detection and treatment.